Manufacturer narrative:
Evaluation: brake cam, brake adjuster, groove pin.

Event description:
It was reported by service report that the brakes do not work. No pt involvement or adverse consequences are reported.